Event description:
It was reported that allegedly after a femoral to popliteal shunt procedure was performed, a tear in the cuff a few millimeters in length was observed. The physician utilized end-to-side anastomoses. The bleeding was not observed until after blood flow was reestablished and the skin was sutured. When the operation was about to be completed, the pt's blood pressure suddenly dropped. The surgery site was reopened and bleeding was observed originating from the anastomosis between common femoral artery and the cuff in the graft where the cuff had ripped by a few millimeters in length. The site was trimmed and the cuff was re-sutured. No pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not evaluated as it remains implanted in the pt. There have been no other complaints reported for this lot number to date. The current IFU (instructions for use) states: "aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding: graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion."